Event description:
It was reported that the extension tube disconnected from the cassette. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number associated with this event was not reported. A product sample was received for evaluation. Visual and functional testing were performed. Tube was detached from adapter tube. A review of the manufacturing process for ext set p/n 21-7106-24; l/n 3935904 was conducted by quality engineer, in order to verify that there are no situations or practices that could create the event as described. No discrepancies were found. The most probable root cause is:production personnel didn't apply solvent properly. Production personnel were retrained in order to reinforce the solvent application.

Manufacturer narrative:
Corrected data: the hazardous situation for the given complaint device is not related to a recall.